Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "revised due to recurrent dislocation. Replaced cup and insert with biomet and replaced head with stryker 32mm head as well. Rep is faxing med report."